Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and the device performed to specification. The battery was not seated correctly in the battery well. The battery was removed and reseated correctly in the well to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.